Event description:
It was reported via user facility medwatch report that the stent graft deployment device broke during stent graft placement and the stent graft failed to deploy. The deployment system was successfully removed from pt. Reportedly, upon removal, it appeared that 0.5 to 1 cm of the stent graft had partially deployed. Another stent graft was implanted without difficulty. There was not report of injury to the pt.

Manufacturer narrative:
Please note that a copy of the facility's medwatch report has been received and was submitted to FDA (B)(4). The device history records were reviewed for lot number ant11686, with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. A review of the complaint database confirmed that this was the only complaint reported for this lot number to date. The device was returned for eval and was closely inspected. The safety clip was missing. The tuohy-borst adapter and 2 way stop cock were open. The stent was partially released for 8 mm. Measurements were taken of the distance between the tuohy-borst adapter and pin wise handle and were determined to be 150 mm, indicating that the tuohy-borst adapter was partially retracted by the user. The outer sheath of the catheter was broken at the catheter reinforcement and there were signs of catheter elongation and stretching distal to the break. The location of the catheter break was in the proximity of the bond joint between the hypo tube and the coil spring. The outer sheath was cut off in order to perform further investigation. The transparent tip of the inner catheter was missing and was not returned with the rest of the device. There was no fracture site seen on the inner catheter. Residue of glue was found on the tip of the inner catheter, indicating that the tip was bonded. There was evidence of high forces that were applied to the inner catheter, as the inner catheter was accordioned just proximal to the distal radiopaque marker band on the inner catheter. On april 20, 2010, the user facility submitted 10 photographs taken of the subject device after use on the pt. Partial deployment of the stent graft was observed. The transparent catheter tip was not seen in the photographs. Although partial deployment and tip detachment could be confirmed, the photographs did not contribute to the determination of a root cause for this event. As part of the complaint investigation process, the design failure mode and effects analysis was reviewed. Both failure modes, partial deployment and tip detachment, are included and assessed in this document. Conclusion: the complaint is confirmed for tip detachment and partial deployment. An eval of the returned device showed that the stent graft was partially deployed. It was also noted during the eval that the tip of the device was missing. To date, this is the only complaint reported for a tip detachment where the tip separated from the inner catheter at the glue joint. Based on the available info and the device eval, the definitive root cause of this event could not be determined. It is unk if pt and or procedural issues contributed to this event. Labeling for this device was reviewed for applicability to these failure modes. The current instructions for use (IFU) states: precautions: faulty placement techniques may lead to failure in stent graft deployment. Do not kink the delivery system. The delivery system can function only after the red safety clip has been pulled off and the tuohy-borst valve is loosened. This should not be done until the stent graft is positioned across the lesion and is ready to be deployed. The safety and effectiveness of this device have not been established when used around a tight bend in a looped av graft. It is recommended to access the av graft at the venous side of the av graft or at the apex. Potential complications and adverse events - delivery system specific events that could be associated with clinical complications include: bond joint failures, detachment of parts, incompatibility with accessory devices, premature deployment, inaccurate deployment, failure to deploy, high deployment forces, delivery system kinking, no visibility under fluoroscopy, inability to track to target location, blood leakage from delivery system (hemostasis).